Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had recurring insulin flow blocked alarms. The customer's blood glucose level was 449 mg/dl. Troubleshooting was performed and insulin exited. They were unable to remove the set at the time of the call to test the site portion of infusion. They were advised to change the entire infusion set. The device will not be returned for analysis.